Event description:
It was reported that superion indirect decompression superion indirect decompression spacer (spacer) dislodged laterally from position and the physician noted that the patient has a fractured spinous process.